Event description:
The product hearing aids from phonak do not work as described and ability to correct my hearing. I am still unable to hear properly in my left ear. The provider is unable to adjust as described in phonak literature. This has caused me embarrassment and inability to hear others in business and personal situation. Phonak is not honoring their one year warranty. Phonak claims to have thousands of algorithms that can provide auto adjustments to many issues like bidirectional, loud environments and tendonitis of the ear. These claims are not working with my hearing aids. Reference report #mw5151148. Refer to additional documents in i2k.